Event description:
It was reported that during a hemicolectomy, jaw opening was observed; jaw was not closing.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800269 was manufactured on 06/12/2018 a total of 288 pieces. Lot was released on 07/19/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. It was observed that the feeder was out of position and was to the side of the clip. It was also noticed that the rotation tab was bent due to the first clip. Another attempt was made and the next clip was able to properly load and was successfully attached to over-stressed surgical tubing. The remaining clips were fired and were able to properly load and were successfully attached to over-stressed surgical tubing. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Of the remaining 6 clips, only 5 were able to properly load and all 5 were successfully applied to over-stressed surgical tubing. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. It could not be determined what prevented the first clip from loading properly. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. One device was returned. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Upon functional inspection, the first clip was unable to load properly. The remaining clips were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing. Upon disassembly, no further damages were observed. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. It could not be determined what prevented the first clip from loading properly. Since it could not be determined what prevented the first clip from loading properly, the root cause of this complaint is undetermined.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a hemicolectomy, jaw opening was observed; jaw was not closing.